Manufacturer narrative:
Occupation is patient/consumer. The meter and strips were requested for investigation. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). The meter result at some time on was 2.0 inr at 9:54 pm. Date and time is not known. On (B)(6) 2022 the meter result was 6.9 inr at 5:27 pm. Time/date is correct. Medication was held for 1 night based on the 6.9 inr. The patient's therapeutic range was 2.5-3.5 inr, and she tests weekly.